Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, three contacts sheared off from one of the leads into the epidural space. Two of the three contacts were retrieved by the physician, one contact remains in the soft tissue. At this time no further intervention is planned to retrieve the third contact.

Manufacturer narrative:
In h6, the device code should have been use of device problem instead of material separation.